Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the patient/lay-user's mother contacted lifescan (lfs) alleging that her son was experiencing an inaccuracy issues with his one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter began on an unspecified day a "weeks ago." She could not recall the values or the comparisons done, but reported one inaccuracy concern was with the meter's precision and the other was an accuracy concern when compared to another meter. She stated that her son manages his diabetes with novolog insulin (pump therapy) and due to the alleged issue she did not know if he made any changes to his usual diabetes treatment. The patient's mother claimed he developed symptoms, but could not recall which ones he experienced. She also reported that he self treated but again she did not know why or how he self treated. During the initial call with customer service, the agent noted that the patient's mother did not have any of the testing supplies, other than meter, so no troubleshooting was conducted. This complaint is being reported because the patient reportedly developed unknown symptoms that could be suggestive of a serious injury, which required self treatment after the alleged meter issue began.